Event description:
Prophylactic ivc filter placement was performed on (B)(6) 2011, a bard inferior vena cava filter was placed prior to bariatric surgery. On (B)(6) 2011, an inferior venacavagram was performed. It showed that one of the longer and one of the shorter legs of the ivc filter were identified projecting to the left of the wall of the inferior vena cava and most likely had penetrated the wall of the cava. The retrieval of the ivc filter was successful.